Event description:
It was reported that a red call doctor icon was stored via remote monitoring due to high out-of-range pace impedance measurements greater than 2,000 ohms on this right ventricular (rv) lead. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).